Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty getting the lead in position and extending the helix. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.